Event description:
A malfunction alarm labeled as "malf 16" was reported with a resettable malfunction code and associated fault ID information available. There was no reported impact on the customer's blood glucose level. The customer opted to use multiple daily injections (mdi) as backup therapy to maintain insulin delivery. The caller was instructed by technical support to put the pump into storage mode and return it using a pre-paid label within 10 days, which they understood and acknowledged.